Manufacturer narrative:
Additional product code: jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, a dermatologist taking care of a patient with severe rash possibly related to metal allergy. He has a cobalt allergy and questionable gold allergy. He had surgery in 2018 and had two of your screws, per the op record of a one (1) 3.5mm cortex screw, self-tapping and one (1) 3.5mm stainless stell cortex screw, self-tapping with hex recess. This report is for one (1) 3.5mm cortex screw self-tapping 60mm. This is report 1 of 2 for (B)(4).